Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding rash with bumps. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to change and wash their garment every day for the skin irritation. Follow up indicated that the skin irritation improved.